Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of black particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a bipap device's sound abatement foam. Additional information was received from the patient stating that they were in the hospital for 6 hours on oxygen due to lack of air. Please see sections b1, b2, h1, and h6 for this additional information.